Manufacturer narrative:
The insulin pump was received with all buttons responding properly and passed the self test, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. The insulin pump primed properly during testing. No unexpected prime/fill anomalies noted during testing. The pump was received with cracked select button keypad overlay, scratched case and pillowing keypad overlay. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had squirting out insulin during priming filling and loading. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.